Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as received the handle is locked up and both joint are loose. Testing found that the handle has been loosened too far causing it to lock-up. Was able to brake the handle loose. The reported event was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 11/02/2015. No parts have been received by manufacturer for analysis. 11/05/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative reported their navigation system articulating arm was broken. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.